Event description:
The account generated false positive architect stat troponin-I on a patient (73 year old female, race/ethnicity not provided) sample that repeated lower. On (B)(6) 2022, sid (B)(6)generated positive architect stat troponin-I of 0.32 ng/ml. A second sample was obtained with negative result of <0.2 ng/ml. The original sample was respun and repeated with negative result of <0.2 ng/ml. The account uses a normal reference range of <0.2 ng/ml with no gender specific cutoffs. No impact to patient management was reported.

Manufacturer narrative:
The customer performed precision but no instrument troubleshooting was performed. No definitive part was identified as complaint cause. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect system reagent package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results. No contributing factors in the month prior to the complaint were identified in-regards to the system. The service history of the serial (B)(4) verifies no subsequent issues have been reported related to possible discrepant stat troponin results. No non-conformances or potential non-conformances applicable to the current complaint were found in regard to the architect i2000sr. No adverse trend was identified of the architect i2000sr with regards to the current issue. No product deficiency was identified.